Manufacturer narrative:
Eval result: fowler.

Event description:
It was reported by service report that the fowler will not raise. Customer could not determine if there was pt involvement or if there were adverse consequences to report.